Manufacturer narrative:
Updated fields: b4, d8, d9, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: b5. A customer checked for blood but could not find any they did a manual fill and then it works for a time and they have to repeat it for some times. A getinge field service engineer fse confirmed the issue and replaced pneumatic module assy, rohs. All functional and safety checks completed to meet factory specifications. Unit returned to customer for clinical use.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Additional info: event site postal code: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had console with leakage problem. There was no harm reported.